Event description:
It was reported when using the bd pyxis¿ medbank tower, user reported when trying to issue medication drawers did not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 14 and 15 failed to open. The field service engineer (fse) replaced the printed circuit board assembly (pcba) power management controller (pmc) in the pyxis mini, but the pmc blew again after powering on. Fse then replaced the pcba drawer control on both drawers and the power management controller (pmc) pyxibus card. After reconfiguring the drawers, the customer accessed drawers 14 and 15 without any issues. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user reported when trying to issue medication drawers did not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.